Manufacturer narrative:
Explanted components have been discarded therefore are not available for return, identification and investigation. Lot number is unknown thus no review of manufacturing records for involved components can be performed. The manufacturer will provide a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2026 due to failure of glenoid components. Previous surgery is unknown, as well as complete product information of original implant. During revision the glenosphere (part number: 1374.09.121) has been replaced with a new one and lateralized with a small/std connector lateralized +2mm, and the reverse liner (part number: 1365.50.815) has been replaced. Surgery was completed as intended. The patient is male, date of birth on (B)(6) 1948. The event occurred in the united states.